Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting tubing, tightening connections, and delivering a bolus, which initially did not resolve the issue. Ultimately, the customer was advised to load a new, empty cartridge onto the pump and deliver a bolus, which completed successfully. The customer was then instructed to replace supplies as necessary and continue insulin therapy.